Event description:
Same case as:2134265-2014-06115. It was reported that a guidewire fracture occurred. The 90% stenosed target lesion was located in the calcified right coronary artery (rca). After an unspecified balloon catheter was unable to cross the lesion, a rotawire floppy and a rota burr were selected for use. Rotablation was performed once. Resistance was encountered during removal of the burr. After removing the burr, it was noticed that the wire was separated in two places. An attempt to remove the fragments with a non bsc snare was unsuccessful. A dissection occurred in the rca. The patient's blood pressure decreased and she complained of chest pain. 3 non bsc drug eluting stents were deployed. The dissection was covered and the patient was stabilized. No further patient complications were reported. The patient was stable at procedure end.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).